Manufacturer narrative:
Evaluation summary: the analysis results found that the atw45 device a was received with the clamping and firing mechanisms damaged and with a cartridge loaded in the device. The cartridge was received fully loaded with staples. No functional test could be performed with the device. The device was disassembled to verify the condition of the internal components; the firing trigger teeth and the yoke teeth were found damaged. The returned cartridge was loaded into a test device and it fired, cut and formed all the staples as intended. The analysis results found that the atw45 device b was received with the clamping and firing mechanisms damaged and with a cartridge loaded in the device. The cartridge was received fully loaded with staples. No functional test could be performed with the device. The device was disassembled to verify the condition of the internal components; the firing trigger teeth and the yoke teeth were found damaged. The returned cartridge was loaded into a test device and it fired, cut and formed all the staples as intended. Although no conclusion could be reached on how the device got damaged with the information provided, it should be noted that at least 100% inspection takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a cystectomy procedure, the jaws of the device did not open. They got a new one to complete the procedure. There was no patient consequence. One device will be returned.